Event description:
It was reported, the camera control unit showed error e222 and had no image. The issue occurred during maintenance. There was no patient or procedural involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation of error code e222 was not confirmed, while the image display issue was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a failure of the rx module. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.